Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 560 mg/dl at the time of the incident. Customer's current blood glucose value was 242 mg/dl. Customer changed site 3 times and blood glucose was 500 mg/dl. After giving bolus the blood glucose came down to 460 mg/dl. The customer treated with bolus. Customer stated that the drive support cap was normal. Assisted customer with performing high pressure test and test was failed. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No air bubble anomaly noted during testing. The insulin pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.